Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: product: carto® 3 system: us catalog # fg540000, serial # (B)(4). Product: coolflow irrigation pump: us catalog # cfp002, serial # unknown. Manufacturer's reference # (B)(4), are related to the same event. (B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that the patient developed an esophageal perforation. On (B)(6) received additional information requested from bwi representative stating that the extent of the damage remains unknown. The patient was hospitalized and due to the condition, monitored. The physician¿s opinion regarding the causality of this event was possible procedure related.